Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they had some pain at the site after implant but thought it was due to healing. On (B)(6) 2018, they woke up in the night and had drainage from the site on their undergarments. They put a band aid on it and went back to bed. The next morning, they went to change the bandage and bleeding occurred at the site, so they kept changing the dressing. That afternoon, they called for an appointment with their healthcare provider (hcp) and were scheduled for friday afternoon. The hcp examined them in the office, and then further evaluated them in the operating room; it was red around the incision site and the lead was sticking out. The hcp decided to remove the whole implant, lead and ins, and a culture obtained from the operating room was sent for growth. The patient was given antibiotics ¿pre-op, during removal the pocket was irrigated with antibiotic solution, and the patient was sent home on oral antibiotics.¿ the manufacturer representative reported an infection post implant, and that the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had been implanted the previous summer, but got an infection at the implant site and got the ins removed. They mentioned it was implanted in the back of their butt cheek and they experienced pain when they sat in the car or laid down. The patient stated the pain level wasn't getting any better, which was when the infection had been determined by their healthcare provider. Patient stated the area of the infection was at the implant site, specifically the incision and inside there it got infected. No further complications were reported or anticipated.